Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staples were unable to fire, after attempting many times. They used new reload to complete the case. The patient current status was stable.